Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a threader balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. Magnified inspection identified a pinhole in the balloon material at the distal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found. There was no damage to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-dec-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 1.2mm x 12mm threader balloon catheter was selected for use and advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a balloon pinhole.